Manufacturer narrative:
Additional info: b3, d10, h6 correction: b5, g3, h6 concomitant products: pmb4000doc - bis advance docking station pmb4000doc - sn# (B)(6) 186-0224 - ams aspect bis x4 cm x1 - sn# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the volume of anesthetic medication was not reflected in the patient¿s readings. The readings were excessively low and then swung to high values, with no reliable readings obtained. The sensors were replaced with new ones; however, the issue persisted. The unit was tested by medical physics, and the trend data, monitor settings, and baseline were verified via the monitor history. There was no patient injury.

Manufacturer narrative:
Additional info: b3, b5, d9, d10, g3, h3, h6 concomitant products : pmb4000doc bis advance docking station (B)(4) - sn (B)(6) 186-0224-ams 186-0224-ams aspect bis x4 cm x1 - sn (B)(6) device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted in good visual condition. Functional check: - no fail found. It was reported that the volume of anesthetic medication was not reflected in the patient¿s readings. The readings were excessively low and then swung to high values, with no reliable readings obtained. The reported issue was not confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of pic cable worn that has no relationship to the reported condition. The most likely cause for the additional condition is was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the volume of anesthetic medication was not reflected in the patient¿s readings. The readings were excessively low and then swung to high values, with no reliable readings obtained. The sensors were replaced with new ones; however, the issue persisted. The issue was isolated to the monitor; the dock and cable associated with experienced an unknown failure. The unit was tested by medical physics, and the trend data, monitor settings, and baseline were verified via the monitor history. There was no patient injury.

Event description:
It was reported that the readings displayed by the monitor were low. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.